Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The analyst noted that the outer insulation developed a breach due to a depression at 7.8 cm 8.0 cm and 17.2 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 419388 lead, implanted: (B)(6) 2006; 5076-52 lead, (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged and was capturing the right ventricular (rv) tissue. The lead was partially explanted, capped and replaced. It was additionally noted that the patient was experiencing chronic atrial fibrillation (af) and venous access was occluded. The right atrial (ra) lead was removed to create access and the port was pin plugged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.